Event description:
Patient was revised to address osteolysis and pain. It also appeared that the stem subsided and then became solidly fixed.

Event description:
Patient was revised to address osteolysis and pain. It also appeared that the stem subsided and then became solidly fixed.update (B)(6) 2013- litigation papers receieved. It is alleged that the patient suffers from pain, discomfort, and weakness. There is no new additional information that would affect the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the depuy hip stem as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2241089 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search found one additional complaint against the at3em1000 lot code. Osteolysis and pain was not alleged in the previously reported complaint. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.